Event description:
It was reported that the patient was suffering from pain and underwent a revision surgery to remove hardware since fusion had occurred. It was reported that the set screw had come loose on an upper screw.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.